Event description:
It was reported that a home patient was connected to the patient line of the cassette during the priming phase of peritoneal dialysis therapy. Proper procedures were reviewed and the technical service representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a patient who connected to the patient line prior to the line being properly primed for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.